Event description:
The customer reported the left monitor goes blank after 30 minutes. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor and single board computer battery. System operates as intended. (B) (4).